Event description:
(B)(4). I started my period a few weeks after the essure procedure. Normally last 3 days and is very light. After essure I literally cannot leave the house... The bleeding is severe with thick clots. I've bled all over the house. Even with a super tampon and a pad. I gush blood everywhere. I wake up every morning and have to wash my mattress pad and sheets. I may need to sleep in plastic pants.